Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure the peripheral lead was implanted and intra-op tested revealed invalid impedance. The issue continued after troubleshooting for 10 minute. The physician opted to removed and replace the problematic lead during the procedure and all contacts worked properly. The issue was resolved.